Event description:
Customer reported experiencing two instances of low blood glucose, with the lowest level documented at 47 mg/dl. Cause was not known. Customer treated the low blood glucose by consuming carbohydrates and disconnecting from the pump. Control-iq feature was active. Technical support advised the customer to consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged this recommendation.